Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-sep-2025, it was reported that a beta bionics ilet user experienced an unresponsive touchscreen, resulting in hyperglycemia with a peak blood glucose value of 401 mg/dl. The user administered insulin injections, and a device replacement was arranged. No outside medical intervention was required.